Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon started to ligate the cystic artery but the clips from the al326 fell out of the clip applier when the jaws were open. The case was completed with another device and there was an extended o.r. Time of five minutes.